Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Error initializing collimator." Visual inspection confirmed collimator wire displaced from guide wire pulley rail ball bearing. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was stuck on the initializing collimator screen and would not progress. There was no patient involved.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to site to test the imaging system and installed new collimator assembly. System checkout performed with (0) failures reported. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, product ID: bi71000875, product ID: bi71000374. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. " error initializing collimator (6th occurrence)." Installed cable assembly in imaging system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d images passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000374, serial/lot #: (B)(6) rev.1, ubd: , UDI#: MDR codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.